Event description:
Post op x-rays revealed an illico set screw had become detached from the mating polyaxial screw and allowed the rod to slightly migrate from the l4 vertebral body. The set screw at the opposite end of the construct (l3) had began to unthread/back-out of the polyaxial screw head but remained engaged, limiting the rods movement. The patient underwent revision surgery on (B)(6) 2013 to remove and replace the illico construct which had been originally implanted on (B)(6) 2013.

Manufacturer narrative:
An evaluation of the suspect device cannot be performed. The components removed from the patient will not be returned by the user facility. A review of the device history records did not reveal any irregularities. The set screws were properly manufactured and release according to design specifications. Both the surgical technique and instructions for use provide directions and warnings as to the proper set screw final tightening process. Surgical technique lit-83210 page 14 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks. Instruction for use, ins-028 states; warnings: 9. It is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Intraoperative management: 6.the final operative procedure with polyaxial screws must include tightening of set screws to 100in-lb torque value with the instruments provided. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.